Manufacturer narrative:
PMA number is not applicable. Upon further review, it was identified that this complaint was not required to be reported through this process. This is a non-commercial product that is captured under the ide for the illumenate btk clinical study.

Manufacturer narrative:
The patient's cause of death was unrelated to the study device or procedure. This is being reported as a follow-up to the clinical study. Report source: foreign- (B)(6)/study name: (B)(6) - patient ID# (B)(6). PMA number is not applicable. The device is ce marked that was used as part of a clinical study under an ide. During the index procedure, the product worked as intended. The device was discarded, thus no product evaluation was performed. Per the IFU, death is listed as a potential complications/adverse events.

Event description:
It was reported through a clinical study that during the index procedure on (B)(6) 2017, a stellarex catheter was used to treat the de novo target lesion of the right distal popliteal and proximal at. Approximately 14 months post index procedure, the patient expired as a result of metastatic rectal carcinoma. The death is not related to the device or procedure.